Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device, and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure on (B)(6) 2019 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Towards the end of the case, cardiac perforation and subsequent cardiac tamponade occurred. The patient¿s blood pressure dropped, and cardiac tamponade was confirmed by transthoracic echocardiogram (tee). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported in stable condition after pericardial drainage and was transferred to the ICU for observation. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is the high power applied at 40 watts. A deep lesion was needed to terminate premature ventricular contraction (pvc). No biosense webster inc. Product malfunctions were reported.